Event description:
The customer reported that they were not receiving a signal from the sensor. Customer stated that upon removal, they saw that the sensor did not have an electrode. Blood glucose level at the time of the incident was 90 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.